Event description:
Additional information was received one year later that this device exhibited a battery voltage of 2.58 volts. This device will continue to be monitored.

Manufacturer narrative:
Technical services (ts) recommended normal device follow up and return of the device upon explant. No additional information is available at this time. If additional information becomes available, this report will be updated. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Ts noted that at the current output settings the device's battery longevity estimate was between one and two years.

Event description:
Boston scientific received information that the monitoring voltage of this device decreased from 2.86 volts to 2.67 volts in approximately a four month period. The health care professional (hcp) was concerned that the battery was depleting prematurely. No adverse patient effects were reported.